Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an pump error during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test and self-test. Insulin pump was returned for pump errors. Format history file analysis confirmed pump errors due to software error. Unit was received with cracked retainer, minor scratched display window, fading serial number label, pillowing keypad overlay and scratched case.